Event description:
It was reported that the nurse got an alarm 14 (probe out of range) when tried to connect foley to the arctic sun device and tried outlet control temperature (t2) but could not get a reading. Explained outlet control temperature (t2) must be enabled, however it would not run therapy. Explained they need to change the cable and see if this resolved the issue. If not, the probe might need to be replaced.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse got an alarm 14 (probe out of range) when tried to connect foley to the arctic sun device and tried outlet control temperature (t2) but could not get a reading. Explained outlet control temperature (t2) must be enabled, however it would not run therapy. Explained they need to change the cable and see if this resolved the issue. If not, the probe might need to be replaced.